Event description:
Healthcare professional describes a leaking port tubing at the stainless steel connector on the lap-band adjustable gastric banding system. The port was replaced.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."